Manufacturer narrative:
The product was not returned for investigation, and the investigation was unable to determine the definitive cause of the reported problem. No abnormalities were found in the manufacturing records of the product. It is considered that the reported event was caused by air getting into the product during operation of the concomitant device due to the insertion speed of the device inserted into the product or the influence of the equipment connected to the side port, but the detailed cause could not be identified.

Event description:
Air was drawn in the product.